Event description:
When attempting to remove the foley catheter, the balloon could not be deflated. The pt was transferred to a hospital where a needle was introduced abdominally around the suprapubic site to burst the balloon. The catheter was then removed without any further complications being reported.